Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during revision of infected total knee,the surgeon attached the tibial extractor and locked into place. When surgeon used the slaphammer to back out the tibial tray a metal piece broke off the back of the tibial extractor. They were able to retrieved the metal piece from or floor. The missing metal piece prevented it from locking again, surgeon used another extractor to complete.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock on 09-feb-2011. There have been two other events for the lot referenced. The event was confirmed. The retaining shoulder on the bottom of the device was fractured and separated from the device. The investigation determined the likely root cause of the event to be an overload morphology, likely due to the component being subjected to an overload stress. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during revision of infected total knee,the surgeon attached the tibial extractor and locked into place. When surgeon used the slaphammer to back out the tibial tray a metal piece broke off the back of the tibial extractor. They were able to retrieved the metal piece from or floor. The missing metal piece prevented it from locking again, surgeon used another extrator to complete.